Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported: in the process of loading the guide wire (0.025" visiglide, straight) onto the spsof-5-7, the wire punched a hole in the pigtail part. They used the new spsof-5-7 to complete the process, and the guide wire was not replaced. For all complaints ask: what is the reorder number for the wire guide used with this device? 0.025" visiglide, straight. If not with the device in question, how was the procedure finished? They used the new spsof-5-7 to complete the process.